Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak leaked material#: 309702, batch#: 5007825, 5007822. It was reported by customer that debris on inside of syringe barrel and plunger leaking and defect on syringe. Rcc received a complaint via email. Debris on inside of syringe barrel plunger leaking defect on syringe material#: bd 309702 (3ml syringe) customer response on (B)(6) 2025. We cannot send samples. 5007825 debris in barrel of syringe 5007825 ¿ defect on syringe tip 5007825 ¿ plunger leaking, liquid leaking through top ring of plunger stopper, drops near the 2.1 and 2.6 marking 5072050 ¿ debris hanging from plunger stopper.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of molding defective was confirmed upon inspection of the samples. Analysis of the sample showed that in one of the photos the syringe is shown to have collar flash on the barrel. Bd determined that the cause of the failure was the molding process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information: apologies, the leaking plunger issue was for lot #5007822 (photo of syringe with red cap) I wrote the wrong lot number in my previous email.